Manufacturer narrative:
An event regarding damage involving a universal impactor/positioner was reported. Conclusion: the damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by nurse of the hospital that the glue and the white handle peeling off the rod. After peeling off there were blood extracts visible.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by nurse of the hospital that the glue and the white handle peeling off the rod. After peeling off there were blood extracts visible.